Event description:
A low reading issue was reported with the adc device. A customer received an unspecified low reading, but did not have any symptoms, and indicated self-treating with insulin (dose/type unknown). The customer also had contact with a healthcare professional who obtained a reading of 282 mg/dl on their meter compared to sensor scan of 83 mg/dl and received additional treatment of insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.